Manufacturer narrative:
Product analysis: analysis was not able to confirm the reported telemetry failure. Analysis also noted that the radio frequency transceiver (rft) was contaminated and the power cord bay was broken. The rft and power cord bay were replaced. There was contamination discovered inside the programmer and the programmer failed incoming functional testing. The following components were all affected by the contamination and were replaced: upper case, lower case, power supply, analyzer bay, analyzer bay ribbon cable, and printer ribbon cable. The link electronic module (lem) was replaced and calibrated. The printer keypad, keypad control cable, the plastic stand off, and the screw for the lem printed circuit board (pcb) were all replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced a telemetry failure. Additionally, the power cord bay assembly was damaged. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.